Event description:
It was reported that the microcatheter broke in half. A 130 direxion hi-flo fathom-16 system was selected for use. During the procedure, the coil was inserted into the patient's nose to treat epistaxis. However, the coil would not advance and it was noted that the microcatheter broke into half. The microcatheter was then pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by the manufacturer:the device was returned for analysis. Returned product consisted of a direxion microcatheter. Analysis of the tip, shaft and hub/strain relief included microscopic and visual inspection. Inspection revealed a complete separation of the shaft located at the strain relief, the outer shaft separated 10.5cm from the strain relief and 3.5cm from the tip of the device, shaft kink located 77cm from the tip and inner shaft was stretched for 10.5cm starting at the strain relief. Inspection of the rest of the device found no other damage or defect. Fracture/separation of the direxion is attributed to the device not being continuously flushed. The direxion dfu includes the following precaution: "it is recommended that a continuous saline flush be maintained between the microcatheter and the guidewire during the procedure. Flushing prevents contrast crystal formation and/or clotting on the guidewire and in the catheter lumen."

Event description:
It was reported that the microcatheter broke in half. A 130 direxion hi-flo fathom-16 system was selected for use. During the procedure, the coil was inserted into the patient's nose to treat epistaxis. However, the coil would not advance and it was noted that the microcatheter broke into half. The microcatheter was then pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported.